Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the event. On an unreported date the patient was discharged ("scheduled for about one month"). The patient was recovered 24 days after the event onset. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.